Manufacturer narrative:
Investigation summary visual inspection: the univ-drill-guide 2.4 (p/n: 323.202, lot number: 9206691) was received at us cq. Visual inspection of the device showed the compression spring was missing. Also, both drill sleeve was deformed. No other issues were observed with the complaint device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage, also definitive finding of missing component. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 323.202, lot #: 9206691, manufacturing site: (B)(4), release to warehouse date: 22 dec 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the 2.4mm universal drill guide was damaged. There is no further information available. This report is for one (1) 2.4mm universal drill guide. This is report 1 of 1 for (B)(4).